Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. Hence, the lv lead was explanted. No additional adverse patient effects were reported.